Manufacturer narrative:
The returned valve was not patent. The device did not meet the requirements for siphon, reflux, pressure-flow and pre-implantation testing as the valve was not adjustable. However, the device met the requirements for leak testing. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be obstructed intraoperatively. According to the report, there was no injury to the patient.

Manufacturer narrative:
The returned valve was returned at pl=0.5 and was not adjustable. The device did not meet the requirements patency testing; therefore all other testing was precluded. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).